Event description:
It was reported that the patient put the black connection in the white connection and vice versa. The alarm occurred due to the mobile power unit's software. The patient was given a new mobile power unit with upgraded software. No further information was provided.

Manufacturer narrative:
The manufacturer's aware date for previous report was incorrect. The correct date is 11jan2019.